Manufacturer narrative:
The insulin pump was received with no button response due to flattened act keypad dome. Unable to perform functional testing due to keypad anomaly. The j2 keypad connector was found closed properly during our visual inspection. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's keypad was not responding properly. Blood glucose level at the time of the incident was 200 mg/dl. Customer also reported having a recent blood glucose level of 650 mg/dl, which was treated with manual injection. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.